Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine failed sending data to the actuator board during power up. During repair, the bmt noted that there were burn marks and charring on the 24 volt cable, motherboard and the functional board. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The parts were the original fresenius parts on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine hours were unknown. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt is waiting for parts to arrive to repair the machine. No samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturing investigation was able to confirm the reported event based on the follow up information provided by the biomedical technician.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine failed sending data to the actuator board during power up. During repair, the bmt noted that there were burn marks and charring on the 24 volt cable, motherboard and the functional board. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The parts were the original fresenius parts on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine hours were unknown. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt is waiting for parts to arrive to repair the machine. No samples are available to be returned to the manufacturer for physical evaluation.